Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367, which occurred on the homechoice (hc) during fill 2 of 2. The technical service representative (tsr) had the home patient (hp) power cycle the hc. The hc proceeded to "press go to start". The tsr had the hp review the alarm log. The alarm log displayed system error 2240. The patient was connected at the time of the alarm. The patient line was properly primed and no patient line extensions were being used. The patient did not disconnect prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device. The hp stated the heater bag disconnected from the heater line while in therapy. The tsr informed the hp to start over with all new supplies or use manual supplies to complete therapy. The tsr instructed the hp to inform his registered nurse of the system error 2240. Proper procedures were reviewed with the patient and there were no samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.